Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing was not functioning and was defective on the battery handpiece/modular device. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check of free moving, check proper function of the triggers, check for leakage, marking and labeling and general condition. It was noted in the service order that the device was not working while in use with the chuck device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was received. The reporter clarified that the battery handpiece/modular device was not used together with the chuck device. The chuck device was added in the concomitant medical products section in error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The correct country of this report has been corrected from (B)(6). All of the reporter¿s information has been updated accordingly.